Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the revision operative report confirms laxity. However, without the requested clinical information, the implantation radiographs to determine anatomical placement, pre-revision images, trauma/fall history, or the explant, the root cause of the severe right knee pain and reported laxity captured in ((B)(4)) cannot be concluded though time implanted cannot be ruled out. Therefore, the future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.